Manufacturer narrative:
Continued from initial reporter: phone: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late), engrossed capsule and folding.

Event description:
Healthcare professional reported seroma(late), engrossed capsule and folding of the right device. Explanted and replacement with non allergan device.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late), engrossed capsule and folding.

Event description:
Healthcare professional reported seroma(late), engrossed capsule and folding of the right device. Explanted and replacement with non allergan device.

Event description:
Healthcare professional reported seroma(late), engrossed capsule and folding of the right device. Explanted and replacement with non allergan device.